Event description:
I have had continuous issues with these sensors giving inaccurate readings after 8-9 days of use when they are supposed to last 15 days. The low glucose alarm goes off indicating a glucose level under 60. I feel fine and do a finger test reading which would indicate a glucose level of well over 100. I have screenshots showing this. Each time, I have requested the manufacturer to replace the sensor but they have been making it much more difficult. These inaccurate readings would suggest I should be taking something to get my glucose levels higher very quickly but after doing a finger prick test, I find my glucose level is usually high (120-160 usually) and should not need any additional action to change it. These are libre 3 plus sensors. I have had more issues with these than not.